Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection of the lead confirmed a complete lead with a distal tip bent approximately 10 degrees between the helix housing and electrode ring. The helix was fully retracted; however, physically as expected. Resistance and pressure testing was then performed, verifying the electrical performance and insulation integrity. The helix mechanism was then tested for functionality; however, due to dried blood and a bent tip, the testing failed to function as designed. Laboratory analysis was unable to confirm the reported clinical allegation of perforation and lead dislodgement; however, did confirm a bent lead tip.

Manufacturer narrative:
Following product return, this event will be further updated.

Event description:
Boston scientific crm received information that during a route clinical evaluation, this right ventricular lead was observed dislodged with a reported myocardial perforation. The patient was taken for an immediate revision at which time the lead was explanted due to a non-functioning helix mechanism. The explanted lead is intended to be returned for post market evaluation.

Event description:
--